Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure, a shaft break occurred. The target lesion was located in the non-tortuous and non-calcified left anterior descending artery. This 10 mm x 2.75 mm flextome cutting balloon was selected. During preparation the user introduced the device into the guidewire with out resistance; however, the device become stuck. The user tried to remove the device from the guide wire but the shaft broke. An attempt was made to complete the procedure with a different device; however the procedure was not completed due to another reason. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Examination of the returned device revealed that the break was approximately 18.8 cm from the strain relief. A kink was present 17.2 cm from the strain relief. A microscopic examination observed no damage to the remaining catheter shaft, balloon, or blades. All blades were present and fully bonded to the balloon surface. The tip of the device was visually and microscopically examined and no issues were noted with its profile . The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure, a shaft break occurred. The target lesion was located in the non-tortuous and non-calcified left anterior descending artery. This 10mm x 2.75mm flextome cutting balloon was selected. During preparation the user introduced the device into the guidewire with out resistance; however, the device become stuck. The user tried to remove the device from the guide wire but the shaft broke. An attempt was made to complete the procedure with a different device; however the procedure was not completed due to another reason. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).